Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (damaged cap w/moisture) issue. It was reported that the battery cap was damaged and that there was moisture present. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 09/09/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a visual inspection of the pump showed that the battery compartment was cracked. No battery cap was returned with the pump, a test cap was used to complete investigation. Evidence of moisture was observed in the display lens. Unrelated to the complaint, the keypad was unresponsive due to moisture damage. The pump¿s casing was also cracked in the upper right hand corner of the display. The pump failed a leak test due to the crack in the pump¿s casing. The pump cover was removed and evidence of moisture damage was found throughout the inside of the pump.